Event description:
It was reported that there was a malfunction resulting in loss of machine system display. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The cpu to display ribbon cable was cleaned and reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer:(B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The cpu to display ribbon cable was cleaned and reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).